Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to pain, loose cup, and pelvis fracture. Post-operative photos showed the cup had come loose. Because the pelvis was fractured, antibiotic cement was applied to the head before closure. All implants have been removed. A new cup and liner was not implanted. There was a surgical delay of 180 minutes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk zimmer biomet head; unk competitor stem cat# 00875800928 lot# 66433114 28mm i.d. Size hh with constraining ring constrained liner g2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.